Event description:
Spontaneous. Patient reports at around 4 am this morning pump was alarming for 'no disposable, pump won't run'. Pt tried reattaching cassette, then tried putting cassette onto the back-up pump but it was also alarming with the same message. Pt then mixed a new cassette and put it onto the pump that was originally alarming and it is now working fine. This is a cassette issue, not pump issue. Pt does not have the lot number for cassette. No further information, details or dates available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.